Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included aneurysm cerebral since 2013 and uterine polypectomy. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the perforation, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure implant date, its also reported as (B)(6)2007. Concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, pelvic pain,¿ most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received. Reporter added. Patient demographics and concomitant disease were added. Essure indication added and implant date updated. Events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and fallopian tube perforation ("perforation") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included aneurysm cerebral since 2013, uterine polypectomy, anxiety, ovarian cyst, lower abdominal pain and headache. Concomitant products included venlafaxine. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and nausea ("nausea"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/oophorectomy) and surgery (hysterectomy with bilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, mood swings, vulvovaginal mycotic infection, hypertension, nausea, dysmenorrhoea, fatigue, constipation and weight decreased outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dyspareunia had resolved. The reporter considered constipation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hypertension, menorrhagia, mood swings, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure (ess205). The reporter commented: discrepancy in essure implant date, its also reported as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, pelvic pain, nausea, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. Events added: hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal) type: yeast infections, apareunia (inability to have sexual intercourse), blood or heart disorder/condition type: high blood pressure, nausea, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: constipation, weight loss, dyspareunia (painful sexual intercourse). Concomitant conditions and concomitant drug added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.